Manufacturer narrative:
The received device had the cannula assembly deployed; it was confirmed that the pink slide moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 2719 pulses. It was confirmed that the pink slide had moved forward and the cannula was sticking out as it should. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No leaks were found during testing, and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 442 mg/dl while wearing the pod for 4 to 24 hours on the leg. The patient noticed that the needle mechanism retracted back into the pod along with the cannula. The patient then gave two manual injections of 30 units a shot and drank water.